Manufacturer narrative:
No list #142560488 product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed. No lot number was provided, therefore, a lot history review could not be completed.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The date of the event is unknown. The event involved a report of a chemotherapy leak on the filter of a primary plum set. The chemo drug used was intaxel.